Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. There was no accident or incident related to the complaint. Implantable neurostimulator interrogation revealed high, out-of-range impedances for all electrode combinations except 2-3. The pt was taken to the operating room. During surgery, the hcp discovered that the lead body was damaged. Individual lead wires were exposed. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.